Event description:
It was reported that during a lap cholecystectomy, the surgeon experienced difficulties in activating the trigger. The jaws remained open and the staples were not applied and fell out from the device. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.